Event description:
It was reported that interrogation of the pulse generator resulted in the message -data not read- for longevity and lead impedance measurements. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
No medwatch form was received.